Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump passed the self test and no audio anomaly was noted. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that there was a hospitalization for high blood glucose levels and that the insulin pump showed a no delivery message without alarming. The blood glucose reading at the time of the incident was 864 mg/dl. The customer was off of the insulin pump for two days prior to the hospitalization. The customer was treated in the ICU for 48 hours and then released. The customer reported that the drive support disk appeared normal and recessed and declined to check for air bubbles or leaks, site or insulin issues and to check the settings. The insulin pump failed the high pressure test. The customer declined troubleshooting for the no delivery alarm but stated that he bled from the insertion site. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.